Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia after a recent infusion set and cgm change, during which only basal insulin was delivered because the cgm was in warmup and the system could not respond to rising glucose until readings resumed; tubing prime showed drops at 9 units, the teflon infusion set site appeared intact, and there were no alarms. Symptoms included elevated glucose readings, with cgm values up to 250 mg/dl and a glucometer reading of 266 mg/dl. Outcomes included no reported injury and the user elected to allow the ilet to regulate glucose back into range. Investigation included user troubleshooting with verification of tubing fill, visual site inspection, and confirmation of the absence of device alerts. Investigation of this case revealed no evidence of infusion set occlusion, leakage, or pump alarm behavior, and the event was consistent with hyperglycemia following a cgm warmup period when automated dosing response was temporarily unavailable. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.